Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿incorrect product labeling (box label)¿ with a potential root cause of "incorrect labeling supply". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that of the two cases ordered, one case arrived labeled as a800060 but had a feeding pump set inside of it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that of the two cases ordered, one case arrived labeled as a800060 but had a feeding pump set inside of it.